Event description:
It was reported the left l2 drg lead had high impedances and the system was auto reducing. Surgical intervention may be pending to address the issue at a later time.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a UDI: (B)(4), serial: (B)(6), batch: 8195938.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D4-model: mn10450-50a, sn (B)(6) originally reported was changed to model: mn10450-50a, sn (B)(6).

Event description:
It was reported patient underwent surgical intervention wherein the left l2 lead was replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.